Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the issue occurred intermittently. To restore functionality, the starter board and associated cable assembly were replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect starter board has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A site representative reported that, while outside of a procedure, the imaging system was beeping unexpectedly when starting up. It was reported that there were no visible error messages on the display. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The generator starter was returned to the manufacturer for analysis. The starter was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.